Event description:
It was reported that a vessel sealer "wouldn't unlock all the time."

Manufacturer narrative:
Final investigation showed that the device was missing the rear switch/button, which presumably caused the jaws to not open properly.